Event description:
It was reported that allegedly two arms of the vena cava filter penetrated the ivc and the filter was tilted approximately 30 degrees. The filter had been implanted approximately two months ago. The patient is asymptomatic and at this time there is no plan to retrieve the filter. There was no report of injury to the pt.

Manufacturer narrative:
Additional information received reported that there was no extravasation noted when the alleged perforation was identified. Device history records could not be reviewed as the lot number was unk. The device remains implanted; therefore, not available for evaluation. A venacavagram was reviewed and the filter is confirmed for tilt. The filter may be tenting or perforating the cava, however, since there are no confirmatory CT, the perforation cannot be confirmed. The exact cause of the event is unk. The currect IFU(instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.